Event description:
According to initial details of the event(s), the surgeon reported unsuccessful results using bioglue surgical adhesive in the middle ear during an acoustic neuroma procedure(s) (an indicated use in the UK, not an approved indication in the u.s.) In approximately 6 patients (number unconfirmed) utilizing a trans-labrynth surgical approach. It was reported that the patient(s) had to return for additional surgery at approximately 4 to 6 weeks post-operatively due to cerebral spinal fluid (csf) leaks through the tympanic membrane (ear drum). During the subsequent procedure(s) it was noted that the tympanic membrane was friable and had a number of small holes through which the csf was leaking, and that the middle ear tissue (otitis media) was inflamed.